Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the guidewire broke during implant insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 05-jun-2025: further information was provided that the broken part of the shaft was removed out of the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3636-1 batch 15013237 was received for evaluation. Functional testing was not performed due to damage to the device's suture system. Visual evaluation revealed that the anchor's suture was broken and frayed, indicating the use of excessive force. Examination of the driver showed that the tip was broken off and the remaining portion was bent. The most likely cause of the reported failure is user error, including improper bone preparation, bending, and/or the use of excessive force during use. Directions for use dfu-0054-10 bio-fastak®, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions 3. Fastak suture anchors only: stopping and restarting the drill may result in excess torque being applied to the implant, which may cause the device to fail. 4. Fastak suture anchors only: it is important to stop drilling as soon as the chuck contacts the guide or grasper. Failure to do so may result in damage to the suture and/or implant. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.